Manufacturer narrative:
The user tested negative for (B)(6).

Manufacturer narrative:
The reported failure could not be confirmed . No product was returned for investigation and the lot number of the lancet that was used could not be provided. No further investigations were possible. A retention sample met specifications.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The user was disposing of an accu-chek safe-t-pro plus lancet and it pricked her on the lower right index finger. She was wearing gloves and it went through them and pricked her finger. She was bleeding from the finger prick. The user stated that the needle did not retract within the lancet device. The user went to the occupational health department to have samples collected in order to ensure she was not infected. It was asked, but is it not known if any treatment was provided as a result of the event. No adverse event was alleged. The device has been disposed of and is not available for investigation.